Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 21 unopened race packs and 1 opened (without pack). Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) of this code-batch. There are no units in our stock. We have received 21 closed samples and 1 open and used sample with fraying/splitting in the thread surface. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying appears when pulling the thread through the tissue. Visual appearance is the same as the open sample received from the. A review of the batch manufacturing record show this product has an incidence but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the closed samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the optilene suture. During an unspecified procedure, the surgeon encountered some problems. The suture did not slide smoothly, it unraveled and rolled up, and pieces fell off. When a new suture was used, the same thing happened. There was no patient harm. Additional information is not available.